Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was dancing. She stated that she was unable to do anything on the insulin pump. She attempted to run a self-test to no avail, since the device was unresponsive. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. She noted that the down arrow button had been acting strange and was slow to respond to button presses. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a cracked reservoir tube.